Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to a software issue. A technical support specialist stated that the customer rebooted the station to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that the pyxis medstation es system was struck on the blue screen. The customer stated that the user was unable to login. There was a delay, but the user managed to get the medication from the nearby station. There were no adverse events or injuries reported based on this incident.